Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) to (B)(6) 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was maintained or in use. The root cause cannot be fully determined based on the information and may be related to a lack of maintenance, nevertheless it is unknown why there was this problem. Calibration was conducted and the issue was meant to be solved. It is potentially possible that the word "calibration" was not the correct wording. There was no patient or user harm.

Event description:
Alarm key was not working & loudspeaker defective alarm showing.